Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear, leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 19125917.

Event description:
It was reported that during a successful laminectomy surgery, the physician accidentally cut the patients leads. It was noted that the physician removed the distal ends of the leads and left the proximal tails attached to the ipg. The physician discarded the cut ends of the leads.